Manufacturer narrative:
A mfg review could not be conducted as the investigation lot number is unk. The device was not returned and images were not provided. The complaint investigation is inconclusive for limb detachment, filter tilt and limb penetration. Based upon the available info, the definitive root cause for this event is unk.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. Medical records review: the patient has a history of recurrent deep vein thrombosis and pulmonary embolism following a hysterectomy and traumatic ankle surgeries, requiring a vena cava filter deployment approximately 6 years ago. The patient presented to the hospital with chest pain, a cardiac cath was performed that demonstrated two metallic foreign bodies in the right ventricle. A CT scan confirmed two metallic foreign bodies; one in the anterior wall of the right ventricle and the second extending from the posterior inferior margin of the right ventricle through the inter-ventricle septum. Approximately 100 ml blood was present in the pericardial sac. Open-heart surgery was performed to successfully remove two metallic foreign bodies from the right ventricle. A chest x-ray was performed in the operating room and cleared by the radiologist prior to the patient being transferred into the cardiovascular intensive care unit. A vena cava filter retrieval procedure was performed to retrieve the tilted filter that was penetrating through the ivc wall; however, following multiple attempts with several techniques and devices, the filter could not be retrieved successfully and remains implanted in the ivc. Medical records review: the vena cava filter was successfully deployed in the infrarenal ivc without incident for dvt. Approximately five years eight months post vena cava filter deployment, the patient presented to the emergency department with chest pain. A heart catheterization was performed and identified two wire type structures moving with the heart. A CT scan was performed and demonstrated a physiologic amount of pericardial fluid. The CT scan also demonstrated two detached filter limbs: the first along the wall of the right ventricle (rv); the second appeared to extend from the rv, through the interventricular septum into the left ventricular inferior wall, and appeared to extend out of the epicardium coursing deep to the posterior descending coronary artery. The patient was transferred to another facility for surgical exploration. The chest was entered through a primary median sternotomy. Cardiopulmonary bypass (cpb) was initiated and maintained for 60 minutes. Right and left ventricular function were normal. Approximately 100 ml of blood was present in the pericardial sac. The detached limbs were located and removed. The detached limb seen along the wall of the rv passed out of the inferior wall of the left ventricle (lv) just lateral to the posterior descending artery. There was a 1.2 cm defect in the diaphragmatic surface of the pericardial sac where the tip of the detached limb exited the lv. There was a small area of ecchymosis and inflammation surrounding the exit site of the detached limb from the lv, and a small amount of oozing from the myocardium that was controlled with electrocautery and a surgical adhesive. The defect in the diaphragmatic surface of the pericardial sac was closed with sutures. The detached limb along the wall of the rv was nestled deep in the trabeculations of the endocardium; but there was no identifiable endothelialization of reactive tissue identified. Ventilation was resumed and the patient was weaned from cpb without difficulty. A chest x-ray was performed in the operating room and cleared by the radiologist prior to transport of the patient to the cardiovascular intensive care unit. (B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
New information received: based on a review of the medical records received, approximately five years eight months post vena cava filter deployment for dvt, the patient presented to the emergency department with chest pain. A CT scan demonstrated a physiologic amount of pericardial fluid and two detached filter limbs in the heart. A sternotomy was performed and the two detached filter limbs in the heart were successfully removed . The patient was transitioned back to systemic circulation without difficulty; and a chest x-ray was cleared by the radiologist. No additional information was provided in medical records received.

Manufacturer narrative:
Manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only event reported to date for this lot number and failure mode. Visual/microscopic inspection: as the device was not returned, an inspection could not be performed. Functional/performance evaluation: as the device was not returned, an evaluation could not be performed. Medical records review (first): the patient has a history of recurrent deep vein thrombosis and pulmonary embolism following a hysterectomy and traumatic ankle surgeries, requiring a vena cava filter deployment approximately 6 years ago. The patient presented to the hospital with chest pain, a cardiac cath was performed that demonstrated two metallic foreign bodies in the right ventricle. A CT scan confirmed two metallic foreign bodies; one in the anterior wall of the right ventricle and the second extending from the posterior inferior margin of the right ventricle through the inter-ventricle septum. Approximately 100 ml blood was present in the pericardial sac. Open-heart surgery was performed to successfully remove two metallic foreign bodies from the right ventricle. A chest x-ray was performed in the operating room and cleared by the radiologist prior to the patient being transferred into the cardiovascular intensive care unit. A vena cava filter retrieval procedure was performed to retrieve the tilted filter that was penetrating through the ivc wall; however, following multiple attempts with several techniques and devices, the filter could not be retrieved successfully and remains implanted in the ivc. Medical records review (second): the vena cava filter was successfully deployed in the infrarenal ivc without incident for dvt. Approximately five years eight months post vena caca filter deployment, the patient presented to the emergency department with chest pain. A heart catheterization was performed and identified two wire type structures moving with the heart. A CT scan was performed and demonstrated a physiologic amount of pericardial fluid. The CT scan also demonstrated two detached filter limbs: the first along the wall of the right ventricle (rv); the second appeared to extend from the rv, through the interventricular septum into the left ventricular inferior wall, and appeared to extend out of the epicardium coursing deep to the posterior descending coronary artery. The patient was transferred to another facility for surgical exploration. The chest was entered through a primary median sternotomy. Cardiopulmonary bypass (cpb) was initiated and maintained for 60 minutes. Right and left ventricular function were normal. Approximately 100 ml of blood was present in the pericardial sac. The detached limbs were located and removed. The detached limb seen along the wall of the rv passed out of the inferior wall of the left ventricle (lv) just lateral to the posterior descending artery. There was a 1.2 cm defect in the diaphragmatic surface of the pericardial sac where the tip of the detached limb exited the lv. There was a small area of ecchymosis and inflammation surrounding the exit site of the detached limb from the lv, and a small amount of oozing from the myocardium that was controlled with electrocautery and a surgical adhesive. The defect in the diaphragmatic surface of the pericardial sac was closed with sutures. The detached limb along the wall of the rv was nestled deep in the trabeculations of the endocardium; but there was no identifiable endothelialization of reactive tissue identified. Ventilation was resumed and the patient was weaned from cpb without difficulty. A chest x-ray was performed in the operating room and cleared by the radiologist prior to transport of the patient to the cardiovascular intensive care unit. Image/photo review: as medical images and photos were not provided, a review could not be performed. Conclusion: the medical records allege a filter was deployed successfully below the renal veins. Approximately six years after implantation, fluoroscopy identified two needle or wire type structures in the heart. A CT scan allegedly demonstrated two detached tines from the ivc filter, one in the right ventricle, and the second extending from the posterior inferior margin of the right ventricle through the interventricular septum into the left ventricle. Open heart surgery was performed to successfully remove the two metallic objects. A vena cava filter retrieval procedure was performed to retrieve the tilted filter that was penetrating through the ivc wall; however, following multiple attempts with several techniques and devices, the filter could not be retrieved and remains in the ivc. Based on the medical record review, limb detachment, filter tilt, perforation of the ivc, and an unsuccessful retrieval attempt can be confirmed. Based upon the available information, the definitive root cause for this event is unknown. Labeling review: the current IFU (instructions for use) states: warnings/potential complications: filter fractures are a known complication of vena cava filters. There have been some reports of serious pulmonary and cardiac complications with vena cava filters requiring the retrieval of the fragment utilizing endovascular and/or surgical techniques; movement, migration or tilt of the filter are known complications of vena cava filters; perforation or other acute or chronic damage of the ivc wall; filter tilt; filter malposition; pain. Note: it is possible that complications such as those described in the "warnings", "precautions", or "potential complications" sections of this instructions for use may affect the recoverability of the device and result in the clinician's decision to have the device remain permanently implanted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that approximately six years post vena cava filter deployment; two filter limbs were identified in the right ventricle of the heart. Open-heart surgery was performed to successfully retrieve the two detached limbs without incident. The tilted filter remains implanted with some penetration through the ivc wall. The patient status this time is unknown. New information received: based on a review of the medical records received, approximately five years eight months post vena cava filter deployment for dvt, the patient presented to the emergency department with chest pain. A CT scan demonstrated a physiologic amount of pericardial fluid and two detached filter limbs in the heart. A sternotomy was performed and the two detached filter limbs in the heart were successfully removed . The patient was transitioned back to systemic circulation without difficulty; and a chest x-ray was cleared by the radiologist. No additional information was provided in medical records received.

Manufacturer narrative:
To ensure compliance to 21 cfr 803.50 a retrospective review of this file was conducted to determine if good faith efforts were made to obtain the required information and/or an explanation of why any required information was not provided. The file was documented with (B)(4), and relevant tests, but not reported. Multiple follow up attempts were made with the facility to obtain any information pertaining to the patient, product, and/or procedural details (e.g. Date of the event, relevant test data, relevant history, lot #, catalog #, implant and/or explanted dates, and concomitant product(s) or therapy) that were not previously obtained during the initial investigation. The faility did not have any additional details to provide at this time.

Event description:
It was reported that approx six years post vena cava filter deployment; two filter limbs were identified in the right ventricle of the heart. Open-heart surgery was performed to successfully retrieve the two detached limbs without incident. The tilted filter remains implanted with some penetration through the ivc wall. The pt status this time is unk.